Event description:
It is reported that the device was implanted in 2005. Revision surgery occurred in 2007, due to hypertension.

Manufacturer narrative:
Poly box shows deformation damage to the bump stop which possibly allowed the knee to go into hyperextension. X-rays are not available for review of placement and alignment of implants. The cause of hyperextension cannot be definitively determined. Articular surface exhibits significant gouging/pitting on condyles and on inferior surface. Hinge post extension is seized in hinge post. Poly box inserts exhibits deformation on multiple surfaces including bump stop. Device history records indicate device manufactured to specification. Device meets print specifications.